Event description:
It was reported that the pt's impressions of sound were strange. The pt complained about hearing noise. Two days later and three days later, the sound was back to normal. After the third day the noise came back again. The next day, the pt did not want to wear the speech processor anymore. All the external equipment was exchanged but the situation was not improved.